Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (B)(4) failed the load cell characterization test. The root cause of the noted failure was the over-reporting load cell 1, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The malfunctioned load cell 1 was replaced to remedy the fault. During a further device inspection, the drivetrain motor brake assembly air gap was measured too wide, being out of the specification. The probable root cause of this issue is attributed to wear and tear. The autopulse platform was manufactured in january 2011 and is over 12 years old, well beyond its expected service life of 5 years. The brake gap was adjusted within the specification to address the issue. During visual inspection, it was noted that one of the head restraint wires was frayed, unrelated to the noted device failures. The probable root cause of this physical damage is due to wear and tear as well as user mishandling. The top cover should be replaced to remedy the issue; nevertheless, the cut head restraint wire does not render the autopulse platform non-functional. The autopulse system user guide instructs the users to "inspect the platform for physical damage, including cracks, tears and missing or broken pieces. Contact zoll as needed." Following service, another brake gap inspection was performed and verified the brake gap was within the specification. Another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance (pm) performed at zoll, the autopulse platform (B)(4) failed the load cell characterization test, and the drivetrain motor brake gap was too wide, out of the specification. No patient involvement.